Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed prime and squirted insulin during manual prime. The customer was disconnected during prime. The drive support appeared normal. The customer's blood glucose was 180mg/dl.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage on the force sensor resistor. No moisture damage noted on the electronic assembly. The insulin pump passed displacement test, self-test and a21 error test. All operating currents tested with in the specification range and passed off no power test. The insulin pump was received with severely scratched display window, cracked battery tube thread and cracked reservoir tube lip.